Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: the device operated as specified. There was no switch to standby mode, but a switch to nominal mode initiated by the user (through the nominal key of the keyboard).

Event description:
Reportedly, the pacemaker was found in standby mode on (B)(6) 2011. The physician asked for an explanation of the reported behavior.